Event description:
On (B)(6) 2013, it was reported that a vns patient had died. There was no suspicion of sudep as the patient committed suicide by suffocation. Attempts for additional information have been unsuccessful. The actual date of death is unknown.